Event description:
Customer reportedly tested 400 mg/dl and took an unknown amount of insulin based on this result. Customer states that she was unresponsive within 2 hours. The paramedics were called and tested customer at 37 mg/dl and administered a shot of glucose. Customer reportedly remained in the hospital for 4 days and received insulin at some point during that stay. Customer was using expired strips at the time of testing. Customer also reports another incident where she tested 500 mg/dl, took an unknown amount of insulin based on that result and within 2 hours was unresponsive. The paramedics were called and tested customer at 32 mg/dl. Customer was treated by paramedics with a shot of glucose. Customer was transported to the hospital and remained for 3 days. Customer reports receiving insulin at some point during her hospital stay. No quality controls were used. Requested return of suspect device and replacement was sent.